Event description:
It was reported that the user experienced hypoglycemia last recorded at 46 mg/dl after announcing and eating a larger-than-usual carbohydrate meal, with the user noting they are a brittle diabetic and that they announced insulin at first bite. Customer care provided support that included education focused on meal spacing and maintaining usual carbohydrate amounts. Investigation of this case revealed no device malfunction and no device component issue identified, and the cause of the hypoglycemia remained unclear. No symptoms associated with hypoglycemia reported. Outcomes included successful correction and subsequent return to target range, without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.